Event description:
The report received from the field indicated that during an interventional endovascular procedure, the needle of the outback ltd re-entry catheter sheared/cut the end of the guidewire. The outback system then became stuck on the guidewire and the whole system was removed. There was no reported patient injury. Additional information has been requested but is not available as of the date of this report.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15027579 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.(B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15027579. Cannula subassembly lots 15013013 and 15013019 were reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Braided cannula subassembly lots 15005734 and 15009117 were reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The receiving inspection records for the used tipped cannula (lots: 200907010024, 200907010022 and 200907240016) were reviewed, and these lots were deemed acceptable. Outer shaft subassembly lots 15013021 and 15018632 were reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nosecone subassembly lots 15001935 and 15018635 were reviewed. It was observed during review that no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The operator qualification records for final tqc model otb42120, according to (B)(4) were reviewed. The operator that performed this operation was qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the needle of the outback ltd re-entry catheter sheared/cut the end of the guidewire. The outback system then became stuck on the unknown guidewire and the whole system was removed. There was no reported patient injury. Additional information has been requested but is not available as of the date of this report. A coiled outback was received in two plastic bags. Blood residues were found, no other issues could be observed with visual examination. Pressurized water was applied to the catheter through the rotating hemostatic valve and the cannula port, finding no anomalies. A guide wire was inserted from the port, the guide wire passed through the complete catheter with any problems. The cannula was fully deployed and completely retracted with no difficulty. No issues were detected. Review of lot 15027579 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer was not confirmed; with functional analysis the cannula could be completely deployed and retracted. The cause of the failure could not be conclusively determined. Therefore no action was taken. Based on the lack of procedural information pertaining to the report that the outback needle sheared/cut the end of the unknown guidewire and the analysis of the returned device, no conclusion can be made regarding procedural factors that may have contributed to the event. However, based on the findings of no discrepancy of the returned device and the device history record review, there is no indication that the event is related to the device manufacturing process; therefore no corrective actions will be taken at this time.